Manufacturer narrative:
Block b5 (describe event or problem), block e1 (initial reporter name), block e2 (health professional), and block e3 (occupation) have been updated. Block d5 (operator of device) has been updated. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during a dilatation procedure performed on (B)(6) 2024. During the procedure, the dial was faulty and not registering correctly. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Additional information received on december 05, 2024: it was reported that the type of procedure performed was esophageal dilatation and the anatomy location of the procedure was esophagus. It was reported that inflation was successful, however, the gauge reading was inaccurate. The procedure was completed with another alliance ii inflation syringe with different lot number.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during a dilatation procedure performed on (B)(6) 2024. During the procedure, the dial was faulty and not registering correctly. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.